Manufacturer narrative:
Manufacturing site reported that manufacturing date is may 2015. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing year 2015. A review of system records showed that customer is double tapping the home button which is causing an error message. They also determined that the customer is releasing capture too quickly before the system transitions to the end page for completion of the treatment. The customer reported a radial tear which in turn is due to the technique of the surgeon and not properly extracting the capsulotomy. Clinical was informed to follow up with the customer to reiterate proper operation and technique of the system as well as proper extraction. Surgery support was given on (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon had a radial capsular tear. No additional information was provided.